Manufacturer narrative:
(B)(4): the customer provided physio-control the device without the therapy cable for eval/analysis. Physio observed proper device operation through functional and performance testing. However, since the therapy cable was not provided for eval, a conclusive cause of the reported issue could not be determined. The device was returned to the customer for use following completion of other unrelated repairs.

Event description:
During a pt use, it was reported that the device showed a flat line ECG via the therapy cable paddles lead. A second device was made available and the pt ECG was retrieved successfully. The health professional at the scene informed that the device use had no adverse effects on the pt as it was utilized to monitor the pt. The customer reported that the device gave abnormal energy delivery while discharging 200j into a test plug. There were no further details on the event and/or the pt provided.